Event description:
The customer reported that the system did not display an image on the system. The images are shooting dark.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep retrieved the error and shotlog files, and saw the ffb and gib disconnect. He checked voltages in the mainframe and workstation, all ok. He checked the lemo connector and interconnect cable, both ok. He reseated the connectors on the gib and ffb pcb, reseated both pcb boards. He used esd mat on service call, then reseated the system interface pcb and connectors. He completed the tracking and resolution test, ok. He ordered parts and replaced the power supply and verified system is operating by fluoroing in low and high technique.